Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) readings showing ¿high¿ on the ilet after a recent supply change using a 23" 6 mm teflon inset. The user confirmed no leaks, kinks, or tubing issues and chose to wait for the ilet algorithm to deliver corrections. The agent advised that it might take 1¿2 hours to see improvement and recommended a site change if bg remained elevated. Follow-up showed bg at 312 mg/dl and trending down. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected by complete site change. The user's symptoms during the event included feeling achy. No medical intervention was reported at the time of call.